Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead had exhibited noise on the rv channel, which was oversensed and resulted in inappropriate anti-tachycardia pacing (atp) and shocks. It was noted that the patient was not pacemaker dependant, thus the oversensing did not result in pacing inhibition, and all other lead measurements were found to be normal and stable. Additional information was provided that a chest x-ray was done which showed evidence of clavicular crush and possible fracture. A revision procedure was therefore performed. The lead was surgically capped and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.